Event description:
Customer reported to beckman coulter, inc. (Bci) that an erroneously low sodium (na) result was obtained on their unicel dxc 600i instrument. The result was reported out of the lab. The customer re-ran the patient sample on another dxc 600 instrument and obtained a higher na result. The amended result was reported out of the lab. While there is no report of any adverse event or serious injury related to this event, it is unknown whether there was an modification to patient treatment.

Manufacturer narrative:
An fse (field service engineer) performed the flow cell cleaning procedure. The ise (ion-selective electrode) system was decontaminated, the flow cell was cleaned, the ratio pump rebuilt and the carbon bridge replaced. The instrument was then recalibrated and qc and precision runs performed to ensure instrument was performing correctly. Repairs and recalibration of the system alleviated the problem but no clear root cause was determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 to october 23, 2010 for additional reportable events.